Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error, and insulin squirted out of the tubing during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the prime and rewind issue. The pump was not bumped, dropped, or exposed to moisture prior to the alarm. The drive support cap appeared normal as well. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a missing end cap sticker, minor scratches on the lcd window, broken battery tube threads and a broken belt clip slot.